Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Related to (B)(4). The hospital reported that they had an issue with vasoview hemopro 2. There was a bleeding from the posteromedial branch of the saphenous vein after initial successful use of the new cutting tool. I use diathermy exactly as described by instructor with no rush. I did local exploration and controlled bleeding from the posteromedial vein successfully.

Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. A lot of history record review was completed for lots 3000523769, 3000520508, and 3000513969 the last 3 lots shipped to the account prior to the event/aware date. For lot # 3000523769. There were ncmrs documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the event. For lot #s. 3000520508, and 3000513969. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported event.

Event description:
N/a.